Manufacturer narrative:
Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 10-feb-2002, UDI#: (B)(4); product ID: 8711, serial/lot #: (B)(4), ubd: 28-oct-2006, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen 2500mcg/ml for a total dose of 950 mcg/day and hydromorphone 125mcg/ml for a total dose of 47.50mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported on examination of the catheter under fluoroscopy demonstrated the spinal segment was at approximately t11 of which the preference would be at a higher thoracic vertebral level. Therefore, the patient presented for a revision of the catheter to be placed at a higher level. It was noted on (B)(6) 2018, under fluoroscopy, the catheter tip was relocated to t4. Interventions included the catheter was repositioned on (B)(6) 2018. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was other relocation of the catheter tip. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was catheter tract. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Product ID 8711, lot# l77340, implanted: (B)(6) 2000; explanted: (B)(6) 2018; product type: catheter. Product ID 8711, serial# (B)(4),implanted: (B)(6) 2005; product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the clinical diagnosis of decreased analgesia. The patient's weight was noted as (B)(6) .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via clinical study indicated that the catheter repositioning was done to optimize therapy. It was noted that relocating the catheter tip to t4 would improve efficacy of pain relief. The current status of the catheter (lot # l77340) was unknown. No further complications were reported.